Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The ra and rv leads were explanted due to subclavian crush, which caused a fracture. A new pacemaker was implanted in the patient's abdomen and two epicardial leads were used. The hospital retained the leads. Should additional information be received, this file will be updated.